Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted during testing. The insulin pump was received with physical damaged on motor slide tip, cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they were unable to remove the insulin vial. The customer reported that the top of the piston was scraped. The customer reported that the cap popped out. The customer's blood glucose was 438 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump during hospitalization for less than 48 hours. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.